Manufacturer narrative:
Device evaluation summary:visual examination on the pump was performed and there were no external surface anomalies observed. The investigation also included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Event description:
There have been no additional issues reported.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient had an abrasion near the incision site which led a portion of the pump to protrude through the skin. The pump was explanted and will be returned for evaluation.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed. (B)(4).